Manufacturer narrative:
Other, other text: d10, h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have faded front cover paint, line cord worn and faded, quick connect corroded, enclosure cracked under quick connect, water tank cover is cracked. The reported issue was confirmed during visual inspection, which identified that circuit board had a broken light emitting diode. Additionally, a leak from the water tank was observed during functional testing. However, no root cause could be identified for either condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the condition of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
It was reported that the device has a broken alarm light. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.